Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call low blood glucose readings from the insulin pump. The customer stated that she was having lows and the pump stopped delivering insulin. The customer stated that her blood glucose reading was below 20 mg/dl. The ambulance treated her with orange juice, peanut butter sandwich and dextrose solution. The customer declined to go to the hospital. The customer stated that she is very brittle diabetic. The customer stated that she is getting 13.400 units of insulin throughout the day. The customer was advised to call back.